Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4 mm x 39 mm enterprise®2 stent (encr403912 / 8294534) was impeded in the introducer and could not be pushed into the microcatheter. The physician retracted the stent and replaced it with a new stent to complete the procedure using the original concomitant microcatheter (unspecified brand). There was no report of any negative patient impact. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation and analysis. Based on the result of the product analysis completed on 11-oct-2024, the reported issue meets usfda reporting criteria under 21 cfr 803 as a "malfunction."

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4 mm x 39 mm enterprise®2 stent was returned to the cerenovus r&d team for further investigation. Visual inspection was performed. The following findings were documented: the stent was received in introducer and loaded in the original hoop. The introducer was flushed from the distal tip backwards with warm water for several minutes. With the introducer straight, the delivery wire was pushed and pulled to see if the stent advance and retract inside the introducer. The stent moved relatively freely in both directions, but there was clear damage to the distal end of the stent. 50x magnification photos were taken through the introducer of the stent distal area. Notice that the distal end of the stent is bent / damaged, and a portion of a stent strut is protruding distally beyond the distal markers. The stent was advanced to expose the distal portion of the stent outside the introducer. This type of damage could not have happened just inside the introducer alone. This damage is consistent with an attempt to advance the stent into the microcatheter hub without properly seating the introducer, causing bending and breaking of struts when forced. This complaint is most likely the result of procedural issues. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8294534. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.